Event description:
It was reported that the patient had an advance sling implanted on (B)(6) 2010. Following the implant the patient had incontinence that was worse than baseline and another incontinence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.